Event description:
Iabp straw colored fluid noted to be accumulating in dependant loop of helium line just prior to where line enters pump no fluid or blood noted in line at or near patient access site. The pump alarmed and it was noted that the balloon on the pump had ruptured. A cardiologist attempted to remove the pump emergently at bedside, however was unable to successfully withdraw the pump. Patient was taken to surgery for retrieval of intra-aortic balloon. Intra-aortic balloon pump removed under direct visualization.